Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, white particles on the shell, and missing a piece of shell (0-25%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a broken striated edge on the radius and wear abrasion. Based on the device analysis the final assessment was a broken striated edge due to surgical damage consistent in the use of some surgical tools, and missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Additionally, patient reported "concern with product/procedure." Device has been explanted.